Event description:
Consumer called to report her meter giving higher readings when compared to another meter. Analysis run on clark error grid using mean average readings of competitive meter (62) as reference point vs. Bd readings (94, 142, 95, 91, 96) yielded some data points in the d range of the grid, outside acceptable limits.